Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the orbit rdfl complex standard had premature detachment. During coil embolization of a splenic artery aneurysm, after several coils were placed, the orbit rdfl complex standard coil ((B)(4)) was used for the procedure, but when the coil was pulled back once it was placed in the aneurysm, it was found that the coil was detached in the (mc) microcatheter (detail unknown, tmp). During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. All the system including the detached coil was removed from the patient successfully. Prior to the event was there was no resistance/friction between the coil and the microcatheter, or kinks in the mc that may have contributed to the event. A constant and dedicated saline source was utilized with the devices. Other than the reported event, no other damages were noticed on the device. No further information was available. The vessel was not calcified and not tortuous. The procedure was continued with other products, and completed without patient injury. A non-sterile trufill orbit dcs was received inside of a plastic bag. Residues of dry blood could be observed on the hub. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped and kinks were noted on it. The support coil and gripper were found outside of the introducer, the support coil was found without damage while the gripper was found elongated/broke and twisted. The embolic coil was received separated for the device and it was found stretched. The gripper was inspected under microscope and the elongated/broke and twisted conditions found on the visual analysis were confirmed. The embolic coil was inspected under microscopic and it was found stretched. The functional tests could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as "coil - premature detachment" could not be evaluated; however based on the conditions of the gripper, the cause of the failure experienced by the customer appear that an external force was applied to the system and could detach the embolic coil prematurely. The cause of the damages found in the unit could not be conclusively determined; however this does not appear to be manufacturing related. Procedural and handling factors could be contributed to the event reported and the damages found on the device. Additionally, inspections are in place that prevents this kind of damages leaving from the facility. Therefore no corrective actions will be taken. The failure reported by the costumer as "coil - premature detachment" could not be evaluated; however based on the conditions of the gripper, the cause of the failure experienced by the customer appears to be an external force applied to the system that could detach the embolic coil prematurely. The cause of the damages found in the unit could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The IFU cautions: if repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship between the delivery tube and the embolic coil exists during retraction. Otherwise the embolic coil has been stretched, which could lead to premature detachment. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and properly discarded. Review of the information suggests that procedural and handling issues may have contributed to the reported event.

Event description:
During coil embolization of the splenic artery aneurysm, after several coils were placed, the orbit rdfl complex standard coil (638cs1230) was used for the procedure, but when the coil was pulled back once it was placed in the aneurysm, it was found that the coil was detached in the (mc) microcatheter (detail unknown, tmp). During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. All the system including the detached coil was removed from the patient successfully. Prior to the event was there was no resistance/friction between the coil and the microcatheter, or kinks in the mc that may have contributed to the event. A constant and dedicated saline source was utilized with the devices. Other than the reported event, no other damages were noticed on the device. No further information was available. The procedure was continued with other products, and completed without patient injury